Event description:
The screw implanted was too long and therefore had to be explanted again. The nurse noticed that there was a sort of string/fiber on the screw tip, and as she pulled on it she had a metal coil extending the entire length of the screw thread in her hand. A different screw was used to complete the surgery.

Manufacturer narrative:
The reported event could be confirmed. During insertion the screw had contact with a hard object and so a fragment was cut/coiled off. Because of the abrasion marks on the flanks, no functional inspection was possible. All measured dimensions apart from the thread were within the specified values. During investigations no indications were found for any systematic, design, material or manufacturing related issue.